Event description:
It was reported the pt ((B)(6)) suddenly stopped receiving stimulation and was unable to charge or communicate with the ipg. As a result, the pt underwent surgical intervention to explant and replace (different model) the ipg. Effective stimulation was restored postoperative. The exact implant date is unk. The pt reported he was implanted approx 5 years ago.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.